Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to nausea, diabetic ketoacidosis and high blood glucose of 340 mg/dl on december 20 2017. The customer¿s blood glucose level was 340 mg/dl at time of incident and current blood glucose level was 140 mg/dl. The customer had symptoms such as vomiting. The customer was treated with pump. Customer declined to troubleshoot the high blood glucose. The customer was wearing the pump at the time of hospitalization. The customer was advised to disconnect at quick set release. The insulin pump will not be returned for analysis.